Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 17th september, 2020 getinge became aware of an issue with powerled surgical light. As it was stated, broken circlips and missing bolts were found on the device. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may be a source of contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical light ¿ powerled. As it was stated, the circlip inside the sterilizable handle holder cracked leading to the inability to lock handle in position and creating a risk of detachment for the device mechanism's particles when manipulating with the handle lock. We therefore decided to report this case based on the potential for adverse outcome, as any particles falling into sterile field may cause contamination. The involved handle is used to maneuver the surgical light to correctly set the light¿s illumination over the surgical area. It was established that when the issue occurred, the device did not meet its specification and it contributed to the complaint. At the time when the issue was noticed the device was not being used for patient treatment. The fixation handle is a part that is easily removable and must be sterilized in a sterilizer after each surgical procedure. The sterizable handle fall is due to locking mechanism disengagement. Two possible causes have been identified but the breakage of the circlip because of oxidation is the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles. According to this result, the modification has been applied in our production line since 09th november 2017. The device in question was manufactured before this change implementation. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.